Event description:
Approximately eight months after the index procedure, the patient underwent repeat carotid revascularization of the lesion located in the proximal right external carotid artery. The patient also experienced a transient ischemic attack (tia) eight months after the index procedure. The target lesion was located in the proximal right external carotid artery. The lesion was described as 30mm in length, 60% stenosed, non-thrombosed, with mild calcification. The reference vessel was 7.0mm in diameter. The lesion was not pre-dilated. The 7mm angioguard rx was deployed beyond the target lesion and a 10x40mm precise pro rx stent was successfully implanted. The angioguard rx was removed with debris noted in the basket. Residual stenosis was 15%.the patient left the angiograpy suite with no neurological deficit. Approximately eight months after the index procedure, the patient underwent repeat carotid revascularization with an 8x40mm precise pro rx stent implanted in the bifurcation of the right common carotid artery. The lesion in the bifurcation of the right common carotid artery was within 5mm of the previously implanted precise pro rx stent in the right external carotid artery. The patient also experienced a tia eight months after the index procedure. The event was sudden; however, the patient recovered with no deficit. According to the investigator, the events were not related to the cordis product or the index procedure.

Manufacturer narrative:
The product is not available for evaluation. Concomitant devices include 7mm angioguard rx. A review of the manufacturing documentation associated with this lot presented no issues or anomalies during the manufacturing process that can be related to the reported complaint. Manufacturing records were reviewed and the product met all quality requirements for product acceptance. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Since there was no treatment for the transient ischemic attack and there were no residuals, the event will be deemed non-reportable. Approximately one year after having a stent placed in the proximal external carotid artery and 3-4 months after having a stent placed in the bifurcation of the common carotid to internal carotid artery, the patient experienced a transient ischemic attack (tia) with full recovery. Approximately eight months after having a stent placed in the proximal external carotid artery the patient returned for placement of a stent in the bifurcation of the common carotid to internal carotid artery. The new stent was placed within 5mm of the previously placed stent. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system), and distal protection devices initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation, and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction, and gender. The physical manipulation of the carotid arteries also produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No other issues were noted that were considered potentially related to the reported complaint. Manufacturing records for the lot were reviewed and the product met all quality requirements for product acceptance. Factors that may have influenced this event include patient, pharmacological, and lesion.

Event description:
Customer reported receiving erratic readings on their freestyle freedom lite meter. Customer reported receiving readings of 322 mg/dl and 56 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported receiving a reading of 324 mg/dl at 10 pm on (B) (6) 2010 which was higher than she felt. Customer stated that she blacked out while sleeping and experienced one episode of seizure at 12:30am on (B) (6) 2010. Customer reported her son gave her some soda to counteract her symptoms. It is unknown what reading customer received at the time of her medical event. Adc customer services attempted to reach the customer for additional information, but without any success. There was no report of third party medical intervention, death or permanent impairment associated with this event.

Manufacturer narrative:
.